Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. During our evaluation, we found that the section of the balloon beyond the distal ligature also inflated although this section of the balloon was not designed to do so. This section of the balloon also failed to deflate although the main body of the balloon deflated properly. When the balloon was removed from the catheter, we observed a longitudinal cut on the distal groove of the catheter that extended above this groove. As a result, water was leaking through this hole and into the tip of the balloon. The root cause was determined to be an operator error- this section was accidently cut while trimming the flash after the welding process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have made our manufacturing operators aware of the incident. We believe this awareness will act to minimize the issue in future. The issue was detected during pre-use check. The procedure was completed using a new lemaitre embolectomy catheter.

Event description:
During pre-use check, surgeon inflated the balloon of a single lumen catheter using saline. Upon inflation, he observed that a section of the balloon beyond distal ligature also inflated. However, this section of the balloon failed to deflate when he pulled the plunger of the syringe although the section of balloon below the distal ligature deflated properly.